Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited red alert high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services (ts) made suggestions for further troubleshooting. Information received from the field indicated that continued monitoring was planned. This device remains in services. No adverse patient effects were reported.